Event description:
It was reported that during training on an out-of-box replacement ilet pump, an alert 41 indicating an insulin absolute range error occurred repeatedly, requiring multiple restarts, and the device was not yet in use for insulin delivery. Symptoms included no reported adverse physiological effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included technical review and complaint handling based on the reported alert and device performance during training. Investigation of this case revealed a device error condition consistent with an absolute range fault for insulin delivery detected by the system. It was concluded that the product experienced a malfunction related to insulin delivery range detection during setup, and a replacement was arranged.